Event description:
It was reported that this implantable device was suspected to be depleting prematurely during a routine follow up. The power consumption was higher than expected. The estimated longevity decreased not as expected, from eleven to seven and a half years, within one and half year period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally based on programmed settings. The device shows periods of higher power coinciding with atrial sensing. This device was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable device was suspected to be depleting prematurely during a routine follow up. The power consumption was higher than expected. The estimated longevity decreased not as expected, from eleven to seven and a half years, within one and half year period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally based on programmed settings. The device shows periods of higher power coinciding with atrial sensing. This device was replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that a request was made to have data from this device analyzed, as the remaining longevity during follow-up was not as expected. Data analysis confirmed the battery appeared to be depleting normally based on programmed settings. The device shows periods of higher power coinciding with atrial sensing. This device remains in service. No adverse patient effects were reported.